Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient dislocated anteriorly (on (B)(6)) following a revision hip replacement. Revision was on (B)(6) 2020, to remove a mittlemeier type screw in cup (smith & nephew brand). There was a lot of osteolysis behind the cup & cup was revised to a tritanium revision shell with mdm. On standby at this revision on (B)(6) was a smith and nephew cage and a constrained cemented cup (stryker). The doctor decided not to use the cage and constrained cup, stating that the hip felt stable with the tritanium and mdm construct. Late on the night of (B)(6), I received a call to say that patient was dislocating & they were going to revise to a cage. Tritanium cup and mdm was removed; smith & nephew cage put in with a stryker all-poly constrained cup. There was no surgical delay or adverse consequences for the patient. The doctor wanted to ¿rough up¿ the back of the all poly constrained cup, I told him this was off-label. The doctor used the bone nibblers on the back of the cup; where the cement interface was. Patient is female, over 70 years old, operative side is right hip.